Manufacturer narrative:
(B)(4). Batch number: p55d0v. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge reload not loaded on the device. The cartridge was received unfired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that it was not possible to fire and close the stapler. A new device was opened to finish the surgery. There were no consequences for the patient